Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. The customer's reported problem was verified. The pump was found to be displaying "air in line" alarm message during the investigation. The "alarm air in line when no air present" issue was caused by faulty air detector. The air detector will be replaced.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump displayed air in line message even though there was no air in the line. There was no reported injury to the patient.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating event date and no patient involvement.